Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had auto off feature going off. The customer states they were in the hospital for back surgery. The customer states they had been running high. The customer's nurses removed the pump and believed it was not delivering insulin. The customer states they had been treating with manual injections. The customer was assisted with alarm. The customer states they would be contacting their healthcare provider.